Event description:
Patient allegedly received an implant on (B)(6) 2012 via unknown access due to deep vein thrombosis. Patient is alleging tilt, vena cava perforation and one medial strut contacts the aorta. The patient further alleges ¿I have pain in my chest and stomach¿ and ¿shortness of breath and pain while walking long distances. (I) can no longer ride my bike as much as I used too.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿findings: the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted medially and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 23mm. One (1) medial strut perforates the ivc wall and contacts the aorta. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc) perforation, strut abuts aorta, chest/stomach pain, dyspnea and pain while walking. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported strut abuts aorta, chest/stomach pain, dyspnea and pain while walking are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4) .catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.